Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed twice in the laa before all release criteria was satisfied. The physician released the closure device from the core wire of the wds and the closure device was successfully implanted in the laa of the patient. There were no complications that were noted to have occurred during the procedure. One hour post procedure while the patient was in recovery, they became hypotensive and diaphoretic. It was discovered that the patient had a pericardial effusion with cardiac tamponade. The patient was "brought" back to the lab where the physician performed a pericardiocentesis. 675ml of blood was removed from the patient before the patient became stable. No other complications or consequences were reported to have occurred. The patient has not received any additional treatment or intervention and they are expected to make a full recovery.